Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2003 to lift the bladder and mesh was implanted. The patient reported experiencing recurring unspecified infections. Four days post-operation, the patient returned to the emergency room for IV antibiotics. The patient stated this occurred monthly after that. The patient further reported it affected the bladder, urethra, vagina, legs and back. The patient is also unable to have intercourse due to feeling of mesh. No further information is available.